Manufacturer narrative:
(B)(4). Per the field service representative (fsr), the unit was being used by the user facility to train a new perfusionist. The ccm screen indicated the batteries were low and the have them tested. The batteries reportedly passed. The fsr advised the user facility to leave the unit plugged in and turned on for several hours to see if the battery icon would change to green. After charging overnight the battery icon was still red. The unit is owned and serviced by a third party. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the battery icon on the central control monitor (ccm) was red, indicating the batteries were low. There was no patient involvement.